Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed the device rebooted unexpectedly. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it unexpectedly rebooting was confirmed. Ventec opened the device in order to perform an internal inspection and observed that the internal flow transducer (ift) cable was not fully seated to the ift. Ventec then reseated the ift cable to the ift in order to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not fully seated.